Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was hospitalized due to hyperglycemia. Customer's blood glucose at time of incident was 700 mg/dl. Current blood glucose was 228 mg/dl. Date of hospitalization was (B)(6) 2020. Customer blood glucose when admitted in hospital was 600 mg/dl. Treatment given in hospital was intravenous insulin drip. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will be returned for analysis.